Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was being used to deliver an unspecified concentration of ivig, at a rate of 67.7 ml/hr for duration of 12 hours. After an unspecified length of time, the customer contact reported that while the solution container was being replaced, an unspecified volume of solution leaked from the air filter vent of the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay in therapy critical to the pt. No medical interventions were required. Though requested, no add'l info was provided.